Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind and displacement test. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test or displacement accuracy test due to motor error. Device received with minor scratches on case, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 500 mg/dl, the customer current blood glucose was 337 mg/dl. The customer experienced multiple no deliveries. Blood glucose value when admitted to hospital was 600+ mg/dl. The customer was hospitalized on (B)(6) 2017. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as vomiting, and really bad stomach ache and thirsty. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.